Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was not duplicated. The device was powered up and no alarms occurred, but a last error code log of 41786 was verified in the device's information screen. System fault 41786 is related to a user interface to main board time out error. The cause was the lithium battery on the board. After charging the device, it passed all the functional testing.

Event description:
It was reported that the device had a system error 41786. There was no patient involvement.